Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The hypo tube of the device was broken during use on the patient. The physician used another stent. Please not that multiple attempts to gather additional information have been made and have been unsuccessful.